Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg and spine incision site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. Antibiotic was applied to the site to address the issue.

Manufacturer narrative:
The ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.